Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead was fractured and the right ventricular (rv) lead exhibited high threshold measurements and intermittent loss of capture. The ra lead fracture was confirmed via x-ray. A revision procedure was performed where the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.